Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle cuff misses [suture retrieval issues] were noticed in the rcfa. One cuff miss [suture retrieval issue] was noticed in the lcfa. A surgical cut down was performed at each site. The sheaths were upsized to greater than 8f, and the tavi procedure was completed. Surgical suturing was used to achieve hemostasis in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.